Manufacturer narrative:
(B)(6) 2012.

Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging the ipg. The physician suspected a malfunction. During the procedure, the ipg was also relocated above the original position. The patient was doing well post operatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding the difficulty charging ipg was not verified. The ipg was charged in one cycle. Charge profile revealed the charging attempt made prior to the explant procedure exhibited poor coupling of the charger to the ipg. The reason for the poor coupling is unknown. Battery depletion rate and sleep current rate of the device were within the expected ranges. The device passed all required tests. The device exhibited normal device characteristics.

Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging the ipg. The physician suspected a malfunction. During the procedure, the ipg was also relocated above the original position. The patient was doing well post operatively.